Event description:
It was reported that the customer was hospitalized with high blood glucose of over 600 mg/dl. Assistance was provided with adjusting the basal rates on the customer's insulin pump. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.